Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed and confirmed that the system didn¿t start and stopped at 00. Rse reloaded the software on the flex vision pc. After repaired, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code, evaluation results code and component code were corrected.

Event description:
It has been reported that the system could not start and stopped at 00:00 . The system was not in clinical use at the time of the event. No harm to the patient has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the flexvision pc. The fse reloaded software on the flexvision pc and system was returned to use in good working order.